Event description:
It was further reported that at the time of the index procedure, the 26mm long, 99% stenosed (73% via core lab analysis) de novo lesion was predilated. There was a reference vessel diameter of 3.0mm. Post dilation was not performed. Residual stenosis was 0% (19% via core lab analysis). Timi-3 flow was maintained throughout the procedure. The patient was discharged from the index procedure without complications 1 day later on panaldine and bufferin. The event was diagnosed during following angiography. Core lab analysis of the restenosis indicated that it was 68%. Post treatment, core lab analysis indicated 22% residual stenosis. Timi-3 flow was maintained throughout the reintervention. It is the opinion of the physician that the event is possibly related to the taxus stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The target vessel was located in the mid left anterior descending coronary artery (lad). It was treated by placement of a 3.0x28mm taxus express2 stent. At 264 days post index procedure, the patient was diagnosed with in-stent restenosis without ischemic symptoms. The 90% stenosed and 14mm lesion was located in the mid lad with timi-3 flow. The reference vessel diameter was 3.0mm. Seventeen days later the patient underwent target vessel revascularization. The lesion was treated with balloon dilation resulting in 0% residual stenosis. The event was considered resolved and the patient was discharged 1 day later with no anginal symptoms.